Event description:
This report is being filed due to heart failure and death. Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported that on 08/19/2021, the patient presented with degenerative mitral regurgitation with leaflet prolapse and flail. One mitraclip (cds0701-xtw, 10423r134) was implanted, reducing the mr to grade 2+. There was no device deficiency. On (B)(6) 2021, severe mr was noted. Per physician, the mr was unrelated to the mitraclip device. On (B)(6) 2021, another mitraclip was successfully implanted, reducing the mr. There was no device deficiency with either clip. On (B)(6) 2023, the patient had passed away while at home. Heart failure was noted. Per physician, the event was unknown if related to the index procedure clip. There was no device deficiency.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
Subsequent to the initial report, the additional information was received: there was no additional mitraclip implanted. There were no device related issues noted following the procedure. The mitraclip had remained stable with mild, residual mitral regurgitation. Pre-existing conditions that would have caused or contributed to the patient¿s death include coronary artery disease with a coronary artery bypass graft in 2019, diabetes (insulin dependent), asthma, end stage renal disease, hypertension, aortic stenosis and regurgitation.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unrelated mitral regurgitation (mr), heart failure and death could not be determined. It was however, confirmed by the physician that the mr was unrelated to the mitraclip device. Mitral regurgitation, heart failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.